Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; handmade stent graft fenestration to preserve left subclavian artery in thoracic endovascular aortic repair. Kuo h-s, huang j-h, chen j-s. European journal of cardio-thoracic surgery 56 (2019) 587¿594. Advance access publication 26 february 2019. Doi:10.1093/ejcts/ezz049. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft and non mdt stent grafts were implanted in the endovascular treatment of various thoracic aortic pathologies. A (B)(6) year old male patient with a chronic type b aortic dissection received endovascular treatment. (A zone 2 landing with single lsa fenestration) it was reported 3 months after the procedure that the patient exhibited type ia endoleak probably due to the progressive enlargement of the non-thrombosed aneurysm sac. Intervention was successfully performed and the proximal gutter endoleak was embolized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.